Event description:
It was reported by the affiliate that when (1) et45b device was used during a thoracic procedure it would not fire. Another device was used to complete the case with no consequence to the pt.